Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted damage to the shipping wedge tab which sits within the channel. A piece of the shipping wedge was noted to be broken from the shipping wedge. Functional testing could not be performed as the physical product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after the appendix was removed, the stapler was able to fire. The surgeon noticed a small yellow piece of the shipping wedge that broke off from the device and fell into the patient's abdomen and had to be removed. The surgeon removed the yellow plastic with an endoscopic grasper to complete the case. There was no patient injury.